Manufacturer narrative:
(B)(4). Disconnected tubing. A field service representative found that the cell-dyn 3200 leak was due to a disconnected tubing between the peristaltic pump and the waste chamber #1. The evaluation consisted of a review of the complaint text, review of labeling in the cell-dyn 3200 operations manual and non-statistical trend analysis. The cell-dyn 3200 operations manual discusses potential biohazard warnings and exposure prevention. A review of the non-statistical trend showed no non-statistical trend for the searched period. Based on the evaluation, no product issue was identified for cell-dyn 3200 related to the reported issue.

Event description:
The account stated the cell-dyn 3200 analyzer splashed onto the operator's face during operation. The operator noticed a leak from the waste chamber 1 and bent over to take a closer look at the leak and was splashed on the face. The operator was wearing glasses and was not splashed in the eyes. The operator washed her face with soapy water. No further medical treatment was sought. Service was requested for the cell-dyn 3200 analyzer.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.